Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.